Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the event occured was anemia, not an atrial fibrillation as previously reported. Also, the causality of the event has been determined to be unrelated by the physician.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MDR ID# 2134265-2011-01823 and 2134265-2011-01834. It was reported that post percutaneous coronary intervention, atrial fibrillation occurred. In (B)(6) 2011 the subject presented with non q-wave st elevation myocardial infarction and cardiogenic shock and was referred for cardiac catheterization. Target lesion #1 was a de-novo, culprit lesion for stemi located in proximal right coronary artery with 100% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Of note, following post-dilatation, presence of thrombus and abrupt closure was observed which was treated with thrombectomy, resulting in timi 2 flow. The subject was discharged eight days after on aspirin and prasugrel. On an unknown date, the subject was diagnosed with atrial fibrillation and was hospitalized. An unspecified intervention was performed.